Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v325860, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a revision surgery due to high impedances following a fall. It was noted that during the revision surgery the neurostimulator was also replaced for high impedances. It was reported a reprogramming was performed with no success. It was noted the source of the impedance issues was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a bad fall where they fell on the leads and broke them. The patient had pain from bruises from the fall and the machine wasn't working after the fall. This was considered a sudden change in symptoms. Broken leads were the reason for system replacement. The implantable neurostimulator (ins) and lead were replaced and they did not provide a new patient programmer for the patient.